Event description:
Customer called back in stating the strips that were sent (B)(6) 208 are still reading lower than the range expected for the high control solution. The hi control solution range is 268-358, but the customer's results were 245.